Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Checking your blood glucose.  Chapter 4 / page 36.  Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 337 mg/dl while wearing the pod longer than 48 hours. Patient reported high bg levels the prior night and administered manual injections, but bg levels remained high throughout the night. Patient also had slight ketones. The following late morning, when removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered and a new pod was applied. The patient's blood glucose and insulin history are as follows: (B)(6).

Manufacturer narrative:
The pod was received fully deployed. The exposed portion of the soft cannula was kinked. This did not interfere with the ability of fluid to pass through the distal tip of the soft cannula. A leak was found on the soft cannula near the formed needle tip. It could not be determined when this damage occurred. The data showed no timeouts, drive stalls, or pulse width increases that would indicate the pod struggling to deliver insulin while worn.